Event description:
A caller reported experiencing a cartridge alarm 30 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer, whose pump was within warranty, was advised they would receive a replacement pump with updated software. The customer was instructed on returning the problematic pump and acknowledged understanding of the return process and the need to program settings and connect their continuous glucose monitor to the new pump. Customer will continue to use current pump.